Event description:
Reporter alleged discrepant blood glucose results of 406 mg/dl back to back with a result of 148 mg/dl when testing was performed 1 minute apart on the compact system. The location of the comparison was not provided, however, customer stated dosing normal dosage of insulin afterwards. No other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: a test strip drum lot number of 20657241 with an expiration date of 07-31-08.

Manufacturer narrative:
The suspect product is the compact test strip drum.